Event description:
Per summons: pt c's insertion record at hospital d indicates that on (B)(6) 2009, pt c had a 5 french power PICC inserted at hospital d, but it was actually a reverse taper 7 french. Pt c was subsequently transferred to hospital e. Pt c developed sepsis, shortness of breath, and fever. Therefore, a venous doppler of the bilateral upper extremities was ordered. There was no PICC on the right side and it was essentially normal. However, the report of the left side, which had a PICC, indicated that "the brachial cephalic vein demonstrates partial filling and color doppler likely representing non occlusive thrombus." Additionally a spiral CT was performed that demonstrated, "filling defects observed in segmental branches, left lingual, and left lower lobe compatible with pulmonary emboli." Additionally, pt c had a positive blood culture, gram positive (B)(6), and the blood drawn from the line indicating probable PICC line infection. Pt c had a deep venous thrombosis of the left upper extremity, pulmonary emboli, and sepsis associated with his PICC line. Since the complications occurred at hospital e, they were not reported as complications of hospital d's piccs.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.